Event description:
Customer reported that the insulin pump returned an error alarm and was squirting out insulin during manual priming. Customer reported that no numbers appeared on the display screen and the insulin pump did not beep. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. Compromised force sensor system alarm was not confirmed due to motor error alarms. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.